Event description:
It was reported that this right atrial (ra) lead had a rise in pacing impedances at the same time as the right ventricular (rv) pacing and shock impedances. Technical services suspects physiologic issue with the patient. At this time, the ra impedances are within range and the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).